Event description:
The customer reported that during the surgery, the suction did not go well. When they checked the product, there was a hole in the side of the inner cylinder of the "poole suction tube". They stopped immediately after use. There was no patient injury reported. Per additional information received on 25may2022, the hole shape (oval) of the complaint product is different from that of the normal product (circular). It was unclear how the hole was made because it was different in size and shape and there were no holes of the same type (oval) elsewhere.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on march 24, 2021. Three photos and one physical sample with lot number 2108227664 were provided for evaluation. A visual inspection was performed, and a short shot was observed. The reported condition was confirmed. A gemba walk was carried out in the manufacturing area with the multifunctional team (quality, manufacturing, engineering). After the gemba walk it was determined that the potential root cause could be poor molding (short shot) during the set up or adjustment to the startup of the machine. To address the reported condition, a retraining in startup and operation procedures was completed and a quality alert was issued. This complaint will be used for tracking and trending purposes.